Event description:
Same case as manufacturer's report #6000093-2007-00032. Tap. It was reported that 97 days after implantation of a 3.5x16mm and a 3.5x20mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the saphenous vein graft (svg) to the first obtuse marginal/second obtuse marginal (om1/om2) arteries. A pre-intervention stenosis of 95% with timi grade iii flow was reported. It was not reported that the lesion was predilated. A 3.5x16mm taxus express2 drug eluting stent was deployed distally in the svg to om1/om2 in the region of the lesion. There was "incomplete stent expansion and perforation at the stent site." A 4.0x15mm noncompliant maverick balloon was used to post-dilate the stent. Subsequently, a 3.0x26mm non-boston scientific stent was "placed across the obstruction." This stent was post-dilated with a 4.0x9mm noncompliant maverick balloon. The resulting dilatation was reported to be "excellent" with "sealing" of the non-boston scientific stent. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. Complications were reported as "none." The pt presented 97 days after the initial procedure with "chest pain," and a 95-98% in-stent restenosis in the mid segment of the svg to om1/om2. The lesion was pre-dilated with a 2.5x12mm non-boston scientific balloon. A 4.0x12mm non-boston scientific stent was deployed at 18 atm in the svg to om1/om2 in the region of the lesion. It was reported that angiographic imaging revealed "no significant residual stenosis in the mid segment of the vein graft to om1.om2." The pt rec'd integrilin and heparin prior to the procedure. Heparin was administered to the pt during the procedure. Epogen was continued post-procedure. The intervention was noted to be "successful." No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.